Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary.

Event description:
It was reported that difficulty was encountered with loosening the set screw during routine replacement of this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) discussed troubleshooting options. The electrode was successfully removed from the device header and reused with the replacement device. This device was successfully explanted. No adverse patient effects were reported. The product has been received for analysis.